Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer does not receive the 2nd series of beeps and the numbers did not appear on the display screen during the prime process.